Manufacturer narrative:
The biomedical engineer reported that the display screen on the bedside monitor (bsm) went black. There was no interruption of patient monitoring at the central nurse's station (cns) and no patient harm was reported. The customer sent the device in for evaluation. Investigation on the issue has determined that the hardware malfunction was isolated to the inverter board which has been replaced.

Manufacturer narrative:
The biomedical engineer reported that the display screen on the bedside monitor (bsm) went black. There was no interruption of patient monitoring at the central nurse's station (cns) and no patient harm was reported. They sent the device in for repair and it is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the display screen on the bedside monitor (bsm) went black.